Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's 5.5mm healix advance knotless anchor broke upon insertion. The sales rep stated that it broke in the middle of the anchor and the distal end of the anchor is implanted in the patient, while the proximal end was removed with an arthroscopic grasper. The sales rep stated that there were no procedural or anatomy factors that led to breakage. The sales rep stated that no surgical intervention is planned. The case was completed by creating a new bone hole and implanting another like-device. There was a five minute delay caused from removing the anchor. The anchor was discarded by the customer. There was patient involvement. It was not reported if there was a prolonged hospitalization. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. As reported the proximal end of the implant that broke in the bone hole remained in the patient, secured in the bone hole. The remaining fragment was retrieved. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part/lot combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).